Event description:
On (B)(6) 2010, patient reported he woke up this morning to his infusion device alarming an e6 (mechanical error) alert. Patient stated he tested his blood glucose and it was over 300 mg/dl. Patient's normal glucose range is 130-150 mg/dl. Patient reported he changed the infusion set and insulin cartridge, and changed the battery and then cleaned the infusion adapter. Patient stated the infusion device is now functioning properly. Advised patient of the appropriate actions to take to clear the error message. On follow-up call to patient on (B)(6) 2010, patient reported his blood glucose has returned to his target range and his infusion device is currently functioning as intended. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.